Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 0.2m cv experienced missing component. The following information was provided by the initial reporter: noticed the tubing does not have a roller clamp.

Manufacturer narrative:
Investigation summary: a complaint of tubing missing roller clamp was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. Both sets were missing the roller clamp. A device history record review for model 2432-0007 lot number 22025407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error in the manufacturing process.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 0.2m cv experienced missing component. The following information was provided by the initial reporter: noticed the tubing does not have a roller clamp.